Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer removed or added insulin from a filled cartridge after loading onto the pump. Tandem technical support educated customer on the reuse of insulin. Customers blood glucose was 152 mg/dl at the time of event. Customer cleared the alarm and resumed insulin delivery.